Manufacturer narrative:
(B)(4). Evaluation summary: the product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. A review of the labels attached to the lot history record for this lot was conducted and all labels for the reported lot # (805076i) indicated an expiration date (use by date) of 05/15/2010. The product used in this case was used 2 days after the expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v instructions for use (IFU) instructs the user to note the "use by" (expiration) date on the product label and instructs to not use after the "use by" date. A review of the finished device lot history records (lhr) did not reveal any non-conforming material records (ncmr) for this report. Although the exact cause of why the product was used after expiration cannot be determined from the reported information, it appears that use error likely contributed to the reported complaint.

Event description:
Device issue: expired stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent was deployed in the pt one day after the expiration date. Reportedly, there were no pt effects. No additional event or pt information is available.